Manufacturer narrative:
UDI is unknown. No production information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Device was received with a cracked reservoir cover, front cover at the top right, old style printed circuit board (pcb) and drain fitting, missing reflux plug and auxiliary label. The reservoir was contaminated with a dark residue. Powered on device with temperature check with error code due on (B)(6) 2022. The reported issue was confirmed. The root cause of the reported issue was found to be out of calibration caused by the customer. No action taken due to the age and condition. Unit was scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
It was reported that the device "goes into over temp and continues to run and alarm." The issue was discovered during testing. No patient involvement was reported.